Event description:
It was reported that during a laparoscopic sigma procedure, the blade broke and part of it fell into the pt. The broken piece was able to be removed. No further info is available. Another device was used to complete the procedure.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.